Manufacturer narrative:
Status and location of the device is unknown.

Event description:
When final tightening the xia 3 iliac poly screw, 8x5 x 70mm, the head popped off the screw. The screw was removed and replaced with a 9.5 x 70mm screw. The procedure was completed successfully with a 15 minute delay and the patient was unharmed.

Event description:
When final tightening the xia 3 iliac poly screw, 8x5 x 70mm, the head popped off the screw. The screw was removed and replaced with a 9.5 x 70mm screw. The procedure was completed successfully with a 15 minute delay and the patient was unharmed.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. A review of the device and complaint history records could not be performed as a valid lot code was not provided and could not be obtained since the device associated with this event was not returned. From the xia 3 surgical technique: once the correction procedures have been carried out and the spine is fixed in a satisfactory position, the final tightening of the blockers is performed. Use the anti-torque key and the torque wrench. The anti-torque key and torque wrench come in two sizes; standard and short. The short torque wrench will not fit through the standard antitorque key. Place the anti-torque key around the screw head. Place the torque wrench through the anti-torque key until it is guided into the blocker. The torque wrench indicates the optimal torque force that must be applied to the implant for final tightening. Line up the two arrows to achieve the final tightening torque of 12nm. Do not exceed 12nm during final tightening. There is not enough information available to determine a root cause. Possible root causes include excessive torque applied, excessive cantilever force applied, overangulation, rod not fully seated, and/or improper screw hole prep.